Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic to open repair with the implant of perfix plug. Per op notes, ¿the hernia which was medially and appeared to be in the direct space. A large perfix plug was placed through the hernia defect and patch was placed over the repair and secured medially to the pubic tubercle using sutures.¿ (B)(6) 2015 - patient was diagnosed with chronic left groin pain, migration of plug thereby underwent open repair with the removal of plug and mesh. Per op notes, ¿a large mass which was a ball of what seemed to be mesh inside the inguinal canal medial and inferiorly. The adhesion from ball of mesh was lysed. The mesh was removed in two pieces. The plug had migrated and patch was in place. The inguinal nerve was resected.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges patient experienced emotional distress and the device was defective.